Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. It was found a hole in the proximal end of the cylinder which was caused by sharp instrument; the cylinder did not pass the leakage testing due to the hole found from sharp instrument. The remaining cylinder was microscopically inspected and leak testing. It was found wear at a fold in the middle of the cylinder. However, it passed the leakage test. Momentary squeeze (ms) pump passed visual inspection and leak test, but it did not pass activation tests. Spherical reservoir passed visual inspection and the leakage test. Based on the information available and analysis results, the activation problems found with the pump could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem. The ipp was explanted and replaced. There were no patient complications reported.